Event description:
On 03/11/2024, during servicing activities of zyno medical devices, there was an issue observed during preventive maintenace/ calibration that there is a flowrate issue where flow rate offset% at pre-rework is 5% and flow rate offet% at post-rework is 0% b.f. This is determined to be a flowrate unkown issue. No patient involved as this is observed during calibration.

Manufacturer narrative:
On 3/11/2024 flowrate issue was observed at zyno medical llc during calibration. This issue is traced to maintenace as there were no preventive maintenance activities performed during 2023.